Manufacturer narrative:
No product or logs were returned for evaluation. The cause of the fever, infection, an atrial fibrillation was unable to be determined due to insufficient clinical details. The cause of the kidney failure, hematuria, and anemia was not determined due to insufficient clinical details. The cause of the false alarms could not be determined due to no product or logs returned and limited clinical details. The cause of the pump suction was most likely right ventricle dysfunction and inotropes and p-levels were balanced to resolve suction alarms. The cause of the hemolysis could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. The device passed all post-sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 had severe right ventricle dysfunction, acute tubular necrosis with dialysis, and unknown negative gram bacteremia from an unknown source prior to and during pump support. The patient experienced position unknown alarms and suction alarms with higher p-level support. The patient presented with fever requiring antibiotics. Hemolysis was suspected, and the patient had atrial fibrillation, dark stools, and was anuric. Multiple units of packed red blood cells were transfused in response to low hemoglobin. The patient was successfully weaned from impella support and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.